Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure in 2008. According to the complainant, "during sfinkterotomy the wire was broken. There was very little tension/bending on the cutting wire. The jag wire was also not high up in the biliary tree, approx 15cm. Problem was solved with a new same device and a successful sfinkterotomy and stone clearance was performed." Follow-up info ascertained from the complainant noted that both ends of the broken cutting wire remained attached to the sphincterotome catheter and that no piece of the cutting wire detached inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of te reported malfunction has not been determined.